Event description:
It was reported via repair work order that the brakes could not engage due to a broken crutch tip for the brake. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.